Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (approximately 250-260 mg/dl), and moderate ketones. Customer was treated with saline and was given a prescription for insulin syringes while in the emergency room. Customer was released from the emergency room "a couple of hours" later. Customer's bg level was 190 mg/dl upon being released from the hospital.